Event description:
A us distributor contacted zoll to report that the electrode belt sn (B)(4) does not communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. As received, the belt failed incoming testing. Upon eval there was an open along the red (can h) and white (drn gnd) wires on the trunk cable. The cause of the test failure is the open wires. The root cause of the open wires was excessive force. No adverse event resulted from the defective electrode belt.